Event description:
A caller reported experiencing alarm 2 followed by alarm 26 on their device. There was no reported adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. To address the issue, tandem technical support guided the caller through a series of troubleshooting steps, including disconnecting and reconnecting parts of the system and filling a new cartridge. Despite these efforts, the occlusion alarm persisted, and it was decided to replace the pump. While waiting for the replacement, the customer would use multiple daily injections (mdi) as backup therapy.